Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor failed to alarm for a desaturation event. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx800 patient monitor, serial number unknown, indicating the monitor failed to alarm for a desaturation event. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. The remote service engineer (rse) indicated there was no alert when the set alarm level was reached and it was not possible to say if the measurement was incorrect since the customer reported that the spo2 sensor was broken. The rse reported there was no recollection of an spo2 inop and a question mark for the numeric when the spo2 sensor failed. No further information was provided. Philips reached out for more information regarding the incident and to see if the product was available for return and alarm logs could be provided for analysis. Unfortunately, philips did not receive any material or alarm logs back for evaluation. Without the material or any alarm data being returned, philips is not able to perform an evaluation to determine the cause of the reported incident. The customer was provided with a replacement spo2 sensor. We conclude the customer has resolved the issue and that the device works as specified at the customer site. The device remains on site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
H3 other text : not provided for evaluation.